Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.6b; h.6.

Event description:
Healthcare professional later reported "hole, non-specific." The device has been explanted and replaced.

Event description:
This record is no longer reportable to the FDA as it is a duplicate record. The operating record is under report reference #9617229-2024-11112. All information has been transferred to report reference #9617229-2024-11112.

Manufacturer narrative:
Clarification d2a and d2b: there is no device for this complaint. This record is no longer reportable to the FDA as it is a duplicate record. The operating record is under report reference #9617229-2024-11112. All information has been transferred to report reference #9617229-2024-11112.

Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.